Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty procedure, a guidewire break occurred. The tip of the v-14 control wire broke off during the procedure. The part of the guidewire that broke off was pushed into a non-functioning branch of the anterior tibial artery. The procedure was completed with this device. No further patient complications were reported and the patient status is fine.